Event description:
The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The manufacturer received information alleging nose irritation and respiratory tract irritation. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The manufacturer received information alleging nose irritation and respiratory tract irritation. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings and dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was 32 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h6: (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.